Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and death are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), as known patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing the initial MDR, it was noted that the following vessel information had been inadvertently omitted: the left anterior descending artery was moderately tortuous and moderately calcified.

Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction (stemi) on (B)(6) 2013 and had a successful percutaneous coronary intervention on (B)(6) 2013 with the implantation of 2 implants and a 3.0 x 18mm xience prime in the left anterior descending (lad) artery. Two 3.0 x 18mm implants were deployed in the mid lad and one 3.5 x 28mm implant was deployed in the proximal left anterior descending lad artery. Another 3.0x18 mm implant was attempted to cross at some point during the procedure; however, it failed to cross. The patient was discharged on dual anti-platelett therapy (dapt) including plavix and aspirin one day after the index procedure. The patient was stable with no adverse effects. However, weeks later the patient presented to the (B)(6) hospital with chest pain. The physician was called in (B)(6) and advised that the patient be transferred immediately via ambulance to (B)(6) for further investigation. Apparently this did not happen and the patient then proceeded to cardiogenic shock and passed away. It is unknown whether the patient was compliant in following the dapt regimen. Per the site, the unfortunate patient death has in no way been attributed to the devices implanted in this case and the hospital is confident the case was a success with patient discharged in a stable condition and fit to return home. No additional information was provided.